Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The explanted device was discarded.